Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor memorygel breast implant 300cc, catalog number 3543007, lot number 39104. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 300cc and experienced rupture on the left side. Rupture was confirmed by mammogram. As a result, the patient underwent removal on (B)(6) 2019.

Manufacturer narrative:
Device evaluation summary: upon receipt the device contained cloudy gel. No foreign material was observed within the device or on the shell surface. During examination a rent was observed on the posterior aspect, measuring approximately 2.0 cm. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device to avoid device integrity damage. No other anomalies observed. Rupture complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that rents are sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. A manufacturing record evaluation was performed for the finished device 47187 number, and no non-conformance's related to the reported complaint condition were identified. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).